Event description:
It was reported that the arterial line site had excessive drainage in the dressing. The rn disconnected the line and noticed that the catheter was cracked at the point of insertion. The event occurred in the ICU and the arterial line was inserted in the left radial of a female pt. There was initial concern as the previous bp recordings were not accurate but they did correlate with a nibp cuff pressure. A new arterial line was placed successfully, shortly after the original was discontinued. There was no delay in treatment. No complications or death occurred to the pt.

Manufacturer narrative:
(B)(4). Follow up report will be filed if add'l info becomes available.